Manufacturer narrative:
This report is submitted on may 29, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the implant was repositioned on (B)(6) 2019 as the receiver/stimulator was sitting too posterior and not symmetrical with the contralateral implant.